Manufacturer narrative:
The complaint is confirmed. The device was not returned for investigation, however a picture was provided. In the picture it can be seen that the distal tip of the inserter of what appears to be an ar-3638 is detached from the rest of the device. The cause of the breakage cannot be determined from the provided picture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a stabilization of the anterior labrum the impactor broke off. Due to this failure the threads ruptured and the anchor did not hold. The surgeon was able to retrieve the broken parts out of the patient. The surgeon reported that the hole was drilled correctly and the device was inserted properly. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.